Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc) during initial drain. Gts explained the message to the home patient (hp) and informed him to start over using new supplies. Gts had the hp cycle power to clear the error. The hp had started initial drain without being connected. Once the error was noticed, he connected to the machine and received the system error 2240 alarm. There was no serious injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp's clinic on (B)(6) 2010 regarding the reported problem. The peritoneal dialysis (pd) nurse stated that they were not aware of the issue. She stated the patient was fine, and that there had been no medical intervention.

Manufacturer narrative:
(B)(4).the sample was discarded and the lot number was not known, therefore no device evaluation or batch review could be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient initiated therapy without being connected. The lot information was unavailable; therefore, a batch review was not performed. Review of the labeling finds the homechoice apd systems at-home guide is adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).